Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump stopped delivering insulin and he was hospitalized with high blood glucose over 500mg/dl; the customer was treated with an insulin drip. The customer left the hospital and attempted to change the battery, but the device seems to be frozen on number four. The customer stated that he attempted to go on the device, but the display was still frozen with no advancement of the time and unresponsive buttons. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No keypad or frozen display anomaly noted.